Event description:
It was reported that the patient underwent a plif l3-4, l4-5, l5-s1 using local autograft bone, peek interbody device, and rhbmp-2/acs. Post-op the patient developed nerve damage and numbness in limbs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnoses: lumbar stenosis l3-4, l4-5 and l5-s1. Degenerative scoliosis. For which, patient underwent following procedures: posterior spinal fusion, l3-s1, with pedicle screw instrumentation, l3-s1, interbody fusion at l4-5 and l5-s1. Polyetheretherketone cage implantations at l4-5 in an oblique fashion and bilaterally at l5-s1. Grafting with local autograft bone and rhbmp-2. Instrumentation: peek cages, titanium 5.5. Screws, two large kits of rhbmp-2. Per op notes, surgeon prepared an rhbmp-2 large kit in the standard fusion, put in one sponge each into the cage, and applied peek cages into the interbody space. Surgeon applied rhbmp-2 as sponges x3 around the cages then moved to the l4-5 level. Surgeon then applied a single 32mm long peek cage filled with rhbmp-2. Surgeon applied three rhbmp-2 sponges into the disk space. Surgeon then applied a single piece of rhbmp-2 at the l3-4 level over the autograft bone. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2006: patient got discharged.